Event description:
It was reported that the handpiece was getting hot during the unk procedure. Case was completed with no pt consequence. It was discovered that the handpiece had a loose mount.

Manufacturer narrative:
Date sent: 11/09/2007. Evaluation summary: the handpiece was returned with loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The hot handpiece voc could not be confirmed due to the found damage. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.